Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced an elevated blood glucose level displayed as "high". A specific bg value was not provided. A manual insulin injection was administered to address bg level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.